Manufacturer narrative:
(B)(4). The device was manufactured from august 24, 2014 ¿ august 25, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection verified the reported condition of a ruptured reservoir. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.